Event description:
The customer reported there is no silhouette image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine disk and motor relay board. This MDR is related to ge healthcare (B) (4).